Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs: 2937457-2014-01190, 2937457-2014-01191, 1225714-2014-05094, 1225714-2014-05095, 1225714-2014-05096 and 1225714-2014-05097.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired on (B)(6) 2006 after the use of the product.